Manufacturer narrative:
Account found a bent pin on the bed exit cable under the siderail. Account straightened the pin to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleges the bed has no bed exit function.